Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite device experienced a malfunction in which the anchor broke off from the appliance. The incident was associated with the (B)(6) dental offices. No additional information was provided.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing, which may have caused the anchor to break off. Corrections: h6: updated "type of investigation" code, h6: updated "investigation findings" code, h6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).